Manufacturer narrative:
Please note that the previous event with the same patient was reported in medwatch #2017233-2011-00069 on (B)(6) 2011. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (distal) and a medtronic talent® thoracic stent graft system (proximal). The preoperative aneurysm diameter measured 69.9mm. On (B)(6) 2011, one year follow-up examination showed the persistent type iii endoleak which was once resolved by the re-intervention performed on (B)(6) 2011. The aneurysm diameter measured 73mm. (B)(6) 2011, three zenith® tx2® taa endovascular grafts (cook medical) were implanted to reline the previously implanted devices. The endoleak was resolved. On (B)(6) 2014, three year follow-up examination showed no endoleak.